Event description:
Caller called to report that later that evening after her procedure two nurses came into room to remove rfa sheaths; upon removal of the six inch locking sheath, it was noted to be broken off and lacerated. One nurse applied pressure to the area while the other called the dr. The reporter went for CT scan and ultrasound which resulted in images of a retained foreign body of the broken sheath. The following day the foreign body was removed and sent to pathology. The reporter has not received any updates regarding how this device has malfunctioned and wants an investigation into what happen to her, so that it does not happen to others.